Event description:
Patient states she had et placed by dr. (B)(6) in (B)(6) 2022. She states she had adjustments and it healed up well. She was beginning to have relief until (B)(6) 2022, when she states the device became "infected and corroded through her skin and came out" and had to be removed in (B)(6) 2023 by dr. (B)(6). Patient states the device was being managed by her gi dr. (B)(6). Patient did not mention the center where device was implanted. No further information provided by patient.